Event description:
A customer reported discrepant positive reactions in abo typing for a donor sample using the mts a,b (murine monoclonal blend) with their ortho vision ID mts analyzers. Events date: (B)(6) 2021 complainant/complaint reporter name: (B)(6), laboratory manager reagents: mts a,b (murine monoclonal blend) lot # 011221038-01 expiry date 19 december 2021 mts anti- a/b/d grouping card lot 021821053-03 expiry date 02 december 2021 mts diluent 2 plus lot 198 expiry date 22 february 2022 donor information: sample ID is (B)(6). Donor unit labelled o d(rh1) positive. The customer reported that on (B)(6) 2021 they had tested for abo typing a sample from donor being labelled as o d(rh1) positive. *the customer used the mts a,b mono card lot # 011221038-01 with their ortho vision ID mts analyzer ((B)(4)) and obtained twice a 1+ reaction with the anti-a,b reagent. *the customer used the mts a,b mono card lot # 011221038-01 with their ortho vision ID mts analyzer ((B)(4)) and obtained twice a 2+ reaction with the anti-a,b reagent. *the customer used the mts a,b mono card lot # 011221038-01 in mts manual gel testing and obtained a weak positive reaction with the anti-a,b reagent (no further details were provided). *the customer used the mts anti- a/b/d grouping card with their ortho vision ID mts analyzer ((B)(4)) and obtained negative reactions with anti-a(abo1) and anti-b(abo2) reagents. The customer reported that no biased result had been reported to the physician. The customer reported that no patient/donor had been harmed as a result of the reported event.

Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root-cause could not be determined. No general product failure is identified. No biased result was reported to a physician. No donor / patient was harmed. (B)(4)